Event description:
It was reported that during a laparoscopic right hemicolectomy, the firing force was much higher than expected at the 2nd firing. But the firing was completed. Then the firing knob was broken off when it was returned to the home position after the firing. The staple height was blue at the 1st firing and gold at the 2nd firing. The firing knob was returned with a forceps. The deployed staples were formed properly. The target tissue was regular. No pieces fell into the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Firing knob. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.